Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient's nurse described the irritation as phase one, red, and non-blanchable. There was no alleged device malfunction contributing to the irritation. The patient was located on a wound care floor and the nurses were attending to the patient's skin irritation. Follow up indicated that the patient's skin irritation improved.